Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the atrial lead exhibited insulation damage, and noise seen recorded as atrial fibrillation (af) and mode switching. Diagnostic testing/troubleshooting performed. The atrial lead remains in use, action planned, but not yet taken. It was also reported that the right ventricular (rv) lead exhibited insulation damage, and noise. The rv lead remains in use, action planned, but not yet taken. No patient complications have been reported as a result of this event.